Manufacturer narrative:
The lead was surgically capped, thus would not be returned as this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped and abandoned due to perforation that caused loss of capture. The perforation was found during routine check, and the impedance and sensing were normal. A new rv lead was implanted. It was reported that there were no other known additional adverse patient effects.